Event description:
During an initial implant procedure, the bluetooth (ble) telemetry connection was lost. The ble was able to be reconnected, and upon reconnection the r wave sensing was low. The device was moved and the ble connection was again lost and reconnected again to resolve the event. The patient was stable.